Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8o c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history review for batch 0345628 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and two other complaints were taken for contamination on batch 0345628. Retention samples from batch 0345628 were not available for investigation. Thirty plates from batch 0345628 were returned as three unopened sleeves shipped in a box with packing peanuts and paper padding. Plates were inspected and 20/30 returned plates had surface and subsurface bacterial growth on both media (time stamps 1002 and 1011). One affected plate was submitted to the ID lab and pseudomonas fluorescens and pseudomonas proteolytica were identified. This complaint has been confirmed.

Event description:
It was reported that while using 26 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar foreign matter was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 26 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar foreign matter was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.